Event description:
Customer reported the system was displaying an error message and there were lines on the display screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated several pcb's. System operates as intended.